Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Event description:
It was reported that the pump failed accuracy delivery. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device found the tamper seal missing. No evidence of error was found in the device ehl (event history log). The customer problem was duplicated during the investigation. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery was said to be the cause of the problem. For corrective action the expulsor was trimmed. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2110

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022 via email and attached to complaint object: this was found during testing and no patient was involved., corrected data: h6: correction: event problem patient code: (B)(6). Clinical signs, symptoms or conditions (B)(4).